Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/08/2014 with the following findings: the battery compartment was stripped. The battery cap was also stripped and got stuck on the battery compartment and did not secure tightly to the pump, so a test cap was used for the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there was a casing/condition issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.